Event description:
It was reported that the patient presented with atrial flutter (a fib) causing a rapid ventricular response (rvr). This led the implantable cardioverter defibrillator (ICD) to misinterpret this signal as a true arrhythmia. A shock was about to be delivered, but due to low defibrillation impedance on the rv lead, the shock was aborted. There was also noise present on the rv lead. The a fib with rvr persisted, which eventually led the ICD to deliver two inappropriate shocks. The patient then developed a true arrhythmia which the ICD delivered anti-tachycardia pacing (atp) for but was unsuccessful in converting the rhythm. It was noted that the arrhythmia was short-lived and self-terminated. The patient also reported symptoms of dyspnea, congestive heart failure, and hypertension. Due to the electrical anomalies, it was suspected that the rv lead was fractured. The rv lead was replaced successfully, and the ICD was upgrade from a single chamber device to a dual chamber. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of inappropriate therapy and inadequate therapy could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. The device was tested on the bench and using automated testing equipment, and no anomalies were found.